Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain further information, but not received.

Event description:
Related manufacturer report number: 3006705815-2020-31836. It was reported the patient passed away due to an unknown cause. The physician does not believe the patient's implant procedure to have been the cause of or contributed to the patient's death.